Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bottom of the insulin pump got separated at the seam. The customer reported that the drive support cap was flush. The customer's blood glucose was 101 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, cracked end cap, cracked reservoir tube lip, cracked battery tube threads, cracked case near the display window corners and minor scratched lcd window.